Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window.

Event description:
The customer reported via telephone call that the blood glucose readings had been running high. The blood glucose was 293 mg/dl and increased to 446 mg/dl despite taking a bolus. The customer changed the infusion set and treated with manual injections. She did not know if the cannula was bent. The customer expressed no symptoms of high blood glucose. She reported that the drive support cap appeared to be flush. The customer was advised to discontinue use of the insulin pump and no revert to a back up plan per a health care practitioner's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.